Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Corrections: d10, g4, h3, h6 (method, results, conclusion) and h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/22/2014 to the present date (B)(6) 2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200185246 for test failure - pressure test which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.